Event description:
Baxter field service engineer reported a customer complaint in which failure code 538:320 was detected by the pump. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.